Event description:
Customer reported she experienced high blood glucose of 502 mg/dl; had not treated. Customer stated that the battery is low and the battery cap cannot be removed. Customer was advised to remove the battery cap with a quarter or a screwdriver; customer was unable to. She stated the she has tried everything and cannot get the battery cap removed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a stripped battery cap coin slot, cracked display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.